Event description:
It is reported that three years after undergoing left total knee arthroplasty, the patient underwent revision surgery due to a fractured post on the device resulting in an unstable and malfunctioning knee. Implant and explant dates are unknown.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. Patient information such as height, weight, and activity level is unknown. Based on the available information, a definitive cause can not be determined. Evaluation: no product was returned. Review of the device history records was also no possible as the product an/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.